Event description:
Customer reported that insulin was going in very slowly when bolusing. It was noted that customer bolused sixteen units and only three units were delivered after two hours. Customer stated that he bolused for cake and insulin was going in so slowly that his blood glucose reading was 400 mg/dl by the time he went to bed. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer's blood glucose reading at the time of the call was 199 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.